Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the implantable cardiac monitor exhibited undersensing. The device was reprogrammed. The patient was asymptomatic.